Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 16 mg/dl with lethargy and unconsciousness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, remained hospitalized and was treated with IV fluids and IV glucose. During troubleshooting with customer technical support (cts), it was revealed that the basal totals and basal history matched the patient¿s programmed settings and that all were recorded as programmed. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.